Event description:
On jun 02 2006, the caller administered insulin based on the adc device reading. As a result, she started feeling hypoglycemic and having symptoms of hypoglycemia (confusion, sweating profusely). The paramedics were called and she was sent ot the hospital. The caller did not state the treatment that was given to her by paramedics or the hospital.